Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci prostatectomy procedure, fragments from the shaft of the maryland bipolar forceps instrument fell into the patient. There was no allegation of any patient injury or harm.

Event description:
It was reported that during a da vinci prostatectomy procedure, the maryland bipolar forceps instrument got stuck, it was pulled out with the port and item broke and fragments from the shaft fell into the patient. Fragments were retrieved from the patient with a suction irrigator instrument. On (B)(4) 2015, intuitive surgical, inc. Obtained the following additional information about the complaint: the fragments from the shaft of the instrument were retrieved laparoscopically with a suction. The patient did not require an open procedure or additional procedures to remove the fragments and no post-operative test were performed. The patient is doing well and has not returned to the hospital due to experiencing post-surgical complications. There was no patient injury. The surgeon was dissecting before instrument got stuck. The surgeon believed the shaft of the instrument had a small crack which prevented it from being removed. The instrument was inspected prior to use and no physical damage was noted. The instrument was in use for about 45 minutes and the instrument did not make contact with any other instruments. On (B)(4) 2015, intuitive surgical, inc. Followed-up with customer and obtained following additional information: the surgeon noticed the instrument was not moving properly, as if it was not releasing. Yellow light was flashing on the instrument arm and instrument was not being released. Emergency wrench was used to open the jaws and there was no movement; there was no tissue inside the jaws of the instrument. The technician had to forcefully remove the instrument with the trocar out of the port. She saw that the wires at the jaws of the instrument had popped and the shaft was broken in half. She does not know how the instrument broke. The instrument was inspected prior to use and no physical damages were noted. A new instrument was inserted and saw that fragments from the shaft of the instrument had fell into the patient. The fragments were removed by suction irrigating. The technician thinks the instrument might have been hit by another arm, she is not sure. The procedure was completed successfully using a new instrument. There was no patient injury or adverse outcome.